Event description:
A surgeon reports performing a lens exchange about two months following initial intraocular lens implant surgery due to a patient's complaint of blurred distance vision. Follow-up revealed that folds were present in the posterior capsule prior to exchange. The patient is doing fine following the exchange. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.